Event description:
Attempted dexcom g7 application to right arm (lot 1825106001, exp. 9/30/26 however catheter on sensor kinked and could not be activated. Educator removed sensor. Sensor tip intact. Patient tolerated well. New dexcom g7 applied to left arm.